Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device falsely triggered the lead integrity alert (lia) due to the sensing integrity counter (sic) not being reset since (B)(6) 2014. No oversensing was observed on the lead. The device remains in use. No patient complications have been reported as a result of this event.